Manufacturer narrative:
Stryker confirmed that the device intermittently doesn't respond to the lid opening or closing but the device was still able to be powered on and off by pressing the on/off button. The root cause is the lid switch, sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not respond to the lid being opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.